Manufacturer narrative:
H11: philips received a complaint by the customer on the v60 indicating that they had received error code 110d for a proximal pressure sensor failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Case cancelled per customer's request to repair the unit on their own. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that they had received error code 110d for a proximal pressure sensor failure. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Investigation is ongoing.